Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was also noted on the right atrial lead. The lead was capped and replaced on (B)(6) 2019 along with the ventricular lead. The patient was in stable condition.